Manufacturer narrative:
The insulin pump alarmed no delivery during the excessive no delivery test due to a faulty force sensor resistor (gold). The pump was also received with cracked battery tube threads and a cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 138 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer was able to rewind the pump but could not prime it with the current infusion set. However, after changing the infusion set and reservoir the pump alarmed no delivery during the prime process. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.